Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported, a few days after implant, this right ventricular (rv) lead dislodged. The lead dislodged/migrated from the ventricular septum to the apex of the heart. This was confirmed via x-ray. The decision was made to reposition the lead. The physician first attempted to place the lead back in the ventricular septum, but this was not successful. Therefore, the rv lead was placed in the apex of the heart. After the lead was repositioned, the electrical measurements were checked, and no issues were noted. The patient will continue to be monitored. No additional adverse patient effects were reported.